Event description:
It was reported that the patient ¿can have problems with infection¿. The device system was delivering bupivacaine, baclofen, and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that it was unknown if the patient¿s susceptibility to infection was due to other medications/disease or if the patient had had occurrences of infection in the past while on intrathecal therapy. It was noted that the patient had leukemia prior to their pump therapy. This reporter was no longer seeing the patient.